Manufacturer narrative:
Add'l info: the investigation concluded that the design of the universal impactor handle is not able to withstand impaction forces. The striker plate and shaft/impactor are heat pressed into the handle, and there is no solid metal connection through the handle to the strike plate from opposite end of the handle, causing the impaction forces to transfer to radel. The radel is not designed to withstand that impaction forces, and therefore cracks. Device history review showed no reported discrepancies.

Event description:
It was reported that, "polyethylene fracture. It gave way at the locking mechanism."